Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt340 adult dual heated evaqua breathing circuit failed the ventilator leak test. It was further reported that the expiratory limb had a hole near the elbow. This was observed before patient use.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) that an rt340 adult dual heated evaqua breathing circuit failed the ventilator leak test. It was further reported that the expiratory limb had a hole near the elbow. This was observed before patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual heated evaqua breathing circuit was returned to fph in (B)(4) and was visually inspected. Results: visual inspection of the returned breathing circuit revealed the evaqua expiratory limb sustained a hole, about 17 cm from the patient end connector. The evaqua limb appeared to have been punctured or scratched with a blunt object. A lot check revealed one other complaint of this nature for lot number 121105. Conclusion: we were unable to determine how the limb came to be damaged. All rt340 breathing circuits are pressure tested for leaks before leaving the production line and those that fail are rejected. This suggests the damage occurred after release for distribution. (B)(4). The user instructions supplied with the rt340 adult dual heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage."

Manufacturer narrative:
(B)(4). The complaint rt340 adult dual heated evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.